Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Combination product: yes, lead capped on (B)(6) 2024 due to high impedance and loss of capture. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Intermittent out of range impedance (greater than 3000 ohms) reported in office. Impedance trend on the hmsc shows many reported values of greater than 3000 ohms over the past 3 months. Intermittent noise could be observed with high gain. Lead remains implanted.